Manufacturer narrative:
Visual inspection of lead serial (B)(4), no anomalies were found. Visual inspection of lead serial (B)(4) showed that the distal end lead electrodes were crushed. This damage appears to have been done by a surgical tool. This damage is consistent to damages done during an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.

Event description:
A report was received that the patient's ipg was protruding from the pocket site. During a pocket revision it was discovered that a seroma had developed underneath the pocket site which was pushing up on the ipg. The physician drained the ipg site. The patient was given IV antibiotics though no infection was suspected. Also during the revision, x-rays revealed that the leads had migrated. The physician elected replaced the both of the leads and it was noticed that one of the leads was bent. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient's ipg was protruding from the pocket site. During a pocket revision it was discovered that a seroma had developed underneath the pocket site which was pushing up on the ipg. The physician drained the ipg site. The patient was given IV antibiotics though no infection was suspected. Also during the revision, x-rays revealed that the leads had migrated. The physician elected replaced the both of the leads and it was noticed that one of the leads was bent. The patient was reportedly doing well following the procedure.